Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a bi-lateral iliac angioplasty treatment procedure; a balloon rupture, balloon fragmentation, and balloon detachment occurred. The target lesion was located in the iliac artery. This 12-4/5.8/75 xxl balloon catheter was used for stent post-dilation. The balloon ruptured at an unknown atm. The balloon fragmented and the detached from the catheter. All balloon pieces were retrieved from the patient after two plus hours. Nothing was left inside the patient. No further patient complications were reported and the patient was discharged the next day.

Manufacturer narrative:
Device evaluated by manufacturer: only 40mm of the distal shaft including the tip, along with 35mm of the distal section of the balloon were returned for analysis. The proximal section of the balloon and the shaft including the bifurcation and the hubs were not returned for analysis. There were traces of blood present inside the balloon material. The section where the break occurred was severely flattened and stretched. The shaft was flattened, twisted and had a mark present where the shaft had become in contact with a foreign object. A complete circumferential tear had occurred in the balloon material 34mm proximal to the distal balloon sleeve. A longitudinal tear had also occurred 7mm proximal to the distal balloon sleeve. The damage noted to the device is consistent with the device meeting a severe restriction and the shaft being pulled. No other issues noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a bi-lateral iliac angioplasty treatment procedure; a balloon rupture, balloon fragmentation, and balloon detachment occurred. The target lesion was located in the iliac artery. This 12-4/5.8/75 xxl balloon catheter was used for stent post-dilation. The balloon ruptured at an unknown atm. The balloon fragmented and the detached from the catheter. All balloon pieces were retrieved from the patient after two plus hours. Nothing was left inside the patient. No further patient complications were reported and the patient was discharged the next day.